Event description:
It was found that the siderail was not latching in the middle/intermediate position due to misaligned stop catches. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.